Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6) 2026. The patient stated that the dexcom g7 continuous glucose monitor was not calibrated and provided inaccurate blood glucose readings of 400 mg/dl; however, upon evaluation in the emergency room, the patient's actual blood glucose level was 175 mg/dl. The patient reported a history of multiple hospitalizations for unrelated health conditions, including breast cancer, a brain tumor, and other unspecified illnesses. The patient was unsure whether any of these hospitalizations were associated with the omnipod 5. The patient was wearing the pod during the emergency room visit. Symptoms reported include headache and eye pain. No specific diagnosis or treatment was provided; however, a head computed tomography (CT) scan reportedly revealed a brain tumor. The patient was discharged on (B)(6) 2026.